Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The stent remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced an elevation in the intraocular pressure, corneal edema and eye pain one week after having a stent inserted into one of their eyes. The surgeon examined the patient within the first week and the stent was in correct position. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).